Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) meter read as "high"; cause was not known. Manual insulin injection was used to address elevated bg. Customer continued to use pump for insulin therapy.